Event description:
Our sales rep is reporting the distal tip of a 3.5 mm one piece hook electrode broke off and fell into the pt's joint space during an arthroscopic knee procedure. The procedure was extended one hour for the surgeon to locate and retrieve the broken piece of electrode from the pt's joint space. The surgeon completed the procedure with no harm or consequence to the pt.

Manufacturer narrative:
Although the device has not yet been received, historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or pry bar, causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. A review into the mitek complaints system revealed no other similar complaints for this lot of devices released to distribution. Outside of the above hypothesis, no other root cause for the device failure can be discerned. When the complaint device is received, it will be subjected to a root cause failure analysis, if the results of that analysis differ from the noted hypothesis , this file will be re-opened and made to reflect those conclusions; the results will be the subject of a follow up report. At this point in time no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.